Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure via the right groin. Fluoroscopy indicated the arteriotomy to be in the common femoral artery. The physician inserted, deployed and removed the device without difficulty. Approximately two hours following the arterial closure, the pt complained of pain and numbness in the right leg. Pulses were found to be absent in the pt's leg and foot. The physician was not available, so the covering physician was notified. This physician accessed the left groin and performed angiography which revealed an occlusion of the right external iliac artery just above the bifurcation to the femoral artery. Balloon angioplasty of the iliac artery was performed and the circulation was restored. Hemostaisis was achieved in the left groin via manual compression. The pt had no adverse effects and was discharged the same day. Though requested, no additional info was provided.